Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-01746.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using pod packing coils (podjs). During the procedure, the physician deployed and detached a podj in the target vessel using a velocity delivery microcatheter (velocity). While attempting to deploy another podj, the physician advanced approximately ten centimeters in the target vessel but the last five centimeters would not advance because of extreme tortuosity. Subsequently, the podj buckled out both velocity and base catheter and the physician lost access; therefore, the podj was removed fully intact. It was also reported that the velocity later had trouble tracking through the base catheter; therefore, it was removed. The procedure was completed using other coils, a new velocity and the same base catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the proximal pet lock was damaged but intact. The podj had multiple bends and kinks approximately 19.5 cm, 22.0 cm, 38.0 cm, 41.0 cm, 51.0 cm 58.0 cm, 63.0 cm, 85.0 cm and 121.0 cm from the proximal end of the pusher assembly. The podj embolization coil was intact with the pusher assembly. The embolization coil was undamaged. Conclusion: evaluation of the returned podj revealed a device with multiple kinks and bends on the pusher assembly. The reported complaint mentioned that the podj was unable to advance due to extreme tortuosity. If the podj is forcefully advanced against resistance, damage such as kinks and bends may occur on the pusher assembly. During functional testing, the podj was able to advance through a demonstration microcatheter with slight resistance experienced at the kinked locations on the pusher assembly. Based on the return condition and reported complaint, some of the kinks and bends are likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01746.